Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during pre-op testing, the cuff failed leak test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The device history record (DHR) for the 12 in. (30cm) single port single bladder disposable cuff and protective sleeve, part number 60707505200 and lot number z000001430, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 09 mar 2018, it was reported from cabell huntington hospital that a 12 in. (30cm) single port single bladder disposable cuff and protective sleeve failed a the leak test during pre-op testing. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device discarded by facility.